Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: during testing, the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 01/06/2016.

Manufacturer narrative:
Follow up #1 date of submission 01/28/2016 this is being reported due to additional product analysis findings found on 01/18/2016: unrelated to this issue, the pump case was cracked at the top right corner of the display lens at the case seal.